Manufacturer narrative:
The engineering eval of the returned unit identified the cause of the failure as the ac appliance inlet connector in the power supply unit. The result of this failure was a brief external flame that self arrested and did not require external intervention. There was no adverse event reported for this incident. The incident and severity of this failure type are subjected to on-going monitoring.

Event description:
It was reported to the MFR that a resmed CPAP unit sparked.